Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was not reported. On (B)(6) 2018 it was reported that the patient recently had an unrelated back surgery for a rod in their back. The pump was exposed to a magnet for the procedure which elongated a rod in the patient¿s back for scoliosis. The patient was now difficult to arouse. The patient was unresponsive and obtunded. There was some concern that the catheter could have been nicked during the procedure, but a dye study had been performed and showed no issues. The patient was given ¿baclofen 5¿ via their g-tube and awakened for a short amount of time, but then went back to being unresponsive. The patient was showing more signs of overdose than underdose. Per the hcp, the pump had to be manipulated for the unrelated spinal procedure. Additional information was received on (B)(6) 2018 from the initial reporter who indicated that she had no additional information to provide regarding the event. No further complications have been reported as a result of this event.